Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) displayed as "high"; however, specific value was not provided. Suspected cause was due to the customer's settings requiring adjustments. Customer delivered a manual insulin injection to address bg. Customer updated their pump settings to address the event.